Event description:
It was reported that the pacemaker (pm) incorrectly measured the battery longevity. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.